Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis sheath, guidewire, arteriotomy locator and a partially opened polyfoil pouch were returned. Visual inspection revealed that there were no anomalies noted with the arteriotomy locator, sheath or guidewire. There was a kink noted on the carrier tube assembly. A partially opened poly foil pouch was returned as well. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the forceful or off axis removal of the carrier tube while pulling it from the pouch, without completely opening the pouch, may result in the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that a angio-seal device carrier tube was kinked while opening the package.